Event description:
It was reported that the pump touch screen was blacked out with visible internal cracks, affecting the ability to interact with the device. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) in the meantime.